Event description:
It was reported that the rigid video laparoscope had cloudy lens. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end of the insertion section has contour sharpness, charged coupled device unit is broken and worm-like-image occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction cloudy lenses was not confirmed as no problem identified, the most probable root cause of the malfunction distal end of the insertion section has contour sharpness, charged coupled device unit is broken and worm-like-image occurs was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.